Event description:
It was reported that the patient's right hip was revised due to ceramic head fracture. Stem remained implanted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic head. It was noted that the device and medical records would not be provided due to the hospital's policy. Therefore, root cause could not be determined with the limited information provided.